Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) during a routine replacement of the safety disk, the cardiosave intra-aortic balloon pump (iabp) units safety disk failed the membrane leak test out of the box. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), e1 (site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10, h11. Additional information: e1(event site telephone: (B)(6). It was reported during preventive maintenance (pm) that the cardiosave intra aortic balloon pump (iabp) unit safety disk failed membrane leak test. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and stated that safety disk failed membrane leak test at 14mmhg. He replaced safety disk to fix the issue. The fse completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department verified the failure of membrane leak tests fails with result of 9 mmhg, the factory specification is +- 6 mmhg. Safety disk failed testing. Retaining safety disk in the fat dept. As per procedure 0002-07-d008 rev an. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a